Event description:
It was initially reported by an edwards colombia affiliate, during a transfemoral tavr procedure with a 26 mm sapien 3 transcatheter heart valve, after the valve was implanted, paravalvular leak was observed. Post-dilatation was performed. However, the leak persisted with the same characteristics, and a 'leaflet injury' was suspected due to a lack of coaptation. The patient underwent a successful valve in valve procedure with a second valve, and the leak was resolved. The patient remained stable post-procedure. Per report, the valve leaflet issue is believed to have been the cause of the paravalvular leak. However, per additional information received, the leakage was intravalvular, and the leaflet injury was confirmed by fluoroscopy.

Manufacturer narrative:
Correction to b5 and h6 based on additional information received.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards colombia affiliate, during a transfemoral tavr procedure with a 26 mm sapien 3 transcatheter heart valve, after the valve was implanted, paravalvular leak was observed. Post-dilatation was performed. However, the leak persisted with the same characteristics, and a 'leaflet injury' was suspected due to a lack of coaptation. The patient underwent a successful valve in valve procedure with a second valve, and the leak was resolved. The patient remained stable post-procedure. Per report, the valve leaflet issue is believed to have been the cause of the paravalvular leak.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The reported event for central regurgitation was confirmed with the provided information. The cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. It is possible that one or more patient/procedural factors identified in the technical summary (e.g. Slow recovery of blood flow, leaflet impingement due to calcification, leaflet impingement due to guidewire, over-inflation/post-dilation, under-expansion) may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The reported event for leaflet tear was unable to be confirmed due to unavailability of imagery or device for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, the native valve characteristics and inflation volume was not provided, however, it was reported that a post dilation was performed. Deploying the valve using more than the prescribed volume or attempting a second inflation may over expand or stretch the valve leaflets, resulting in a leaflet tear. As per training manual, 'if regurgitation is central rather than paravalvular, do not post-dilate'. However, due to insufficient information provided, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.